Manufacturer narrative:
The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 15-apr-2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 15-apr-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 536000 (53.6 u). Dailytotalofbasalinsulindelivered: 257000 (25.7 u). Dailytotalofbolusinsulindelivered: 279000 (27.9 u). 04/15/2023 00:07:47.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 50000 (5 u). Bolusamountdelivered: 50000 (5 u). 04/15/2023 14:39:07.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 81000 (8.1 u). Bolusamountdelivered: 81000 (8.1 u). 04/15/2023 14:56:35.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 38000 (3.8 u). Bolusamountdelivered: 38000 (3.8 u). 04/15/2023 16:25:47.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 19000 (1.9 u). Bolusamountdelivered: 19000 (1.9 u). 04/15/2023 17:44:39.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 23000 (2.3 u). Bolusamountdelivered: 23000 (2.3 u). 04/15/2023 17:55:19.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 18000 (1.8 u). Bolusamountdelivered: 18000 (1.8 u). 04/15/2023 21:43:00.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 27000 (2.7 u). Bolusamountdelivered: 27000 (2.7 u). 04/15/2023 21:46:27.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 23000 (2.3 u). Bolusamountdelivered: 23000 (2.3 u). In further full review of the pump history/traces on the event date of 16-apr-2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 16-apr-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 388000 (38.8 u). Dailytotalofbasalinsulindelivered: 358000 (35.8 u). Dailytotalofbolusinsulindelivered: 30000 (3 u). 04/16/2023 02:49:41.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 30000 (3 u). Bolusamountdelivered: 30000 (3 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 15-apr-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 04/09/2023 11:51:15.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 15-apr-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. There were no unexpected pump errors/alarms noted 1 week prior to the event date 16-apr-2023 in the formatted history file. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the case, battery side of the pump. The pump passed all the required testing. Unable to verify customer alleged for low bgs and seizure. Customer alleged for possible over delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer's mother reported that the customer was hospitalized due to seizure and the pump deliver too much insulin. Unable to provide the bg details at that time. Troubleshooting was performed and found that the pump does show physical damage and the damage to the battery side of the pump. Advise the customer that serialized device needs to be replaced, the customer to discontinue pump use and revert to backup plan as per hcp instructions and the pump will be returning for analysis.